Event description:
The customer reported the system would allow the user interfaces to function. This would result in a complete loss of system functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.